Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. The reported failure was confirmed. The unit was installed and tested in a printed circuit assembly (pca) test system and the unit failed at start up; there was no output. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci assisted pulmonary lobectomy procedure, the surgeon side console (ssc) would not power on. The site tried three different outlets but the issue persisted. The intuitive surgical, inc. (Isi) clinical sales representative (csr) cycled the breaker on the console but once again the issue persisted. The procedure was aborted post anesthesia and port placement and no patient harm, adverse outcome, or injury was reported. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the power supply to resolve the issue.